Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed: no image. In addition, new damages/defects were observed: water leakage from the f-ring (focus ring). Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image and the cable was broken. The event occurred prior to a procedure. The unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.